Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6)2023 the patient had cultures that were positive for serratia marcescens and pseudomonas and was being treated with intravenous antibiotics. The patient was elevated on the transplant list due to infection. On (B)(6)2023, they were admitted for a heart transplant, and transplanted on (B)(6)2023. They were planned for discharge on (B)(6)2023.

Manufacturer narrative:
Related MFR # 2916596-2023-06264. Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned with the pump cable severed approximately 8¿¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port, with the sealed outflow graft bend relief engaged to the graft attachment hardware. The outflow graft clip was returned properly seated over the sealed outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured events consistent with the patient¿s reported transplant surgery. The retrieved data appeared to capture the device functioning as intended. Mlp-014335 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.